Event description:
The customer returned the device. The device inspection identified the front panel led display failed.

Manufacturer narrative:
The device inspection identified the front panel led display failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following there was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.